Event description:
The customer reported having an urgent care visit due to high blood glucose. The blood glucose reading at time of call was 188mg/dl. Troubleshooting was performed. The caller stated she kept her insulin pump in a phone case and it had a magnet closure. The time, date, basal rates, and bolus wizard settings were correct. The drive support car appears to be normal. Assisted the customer to run a manual prime test and the insulin did exit. Performed a high pressure test and the test passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.